Event description:
Information received indicates the side rail will not latch into the up position.

Manufacturer narrative:
The technician found the right head side rail mounting bracket was damaged and would not allow the rail to rise. The technician replaced the mounting bracket to repair the bed.